Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 8071796. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Investigation summary: customer returned photos of a 1/2cc, 6mm, 31g syringe with a poly bag from lot # 8071796. Customer states that when the cap for insulin is removed, the needle stays in the cap. The photo was examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 8071796. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). On 23sep2020, (B)(4) received a complaint, via pictures, from material 324917, batch 8071796. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA #: (B)(4). Rationale: CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated on 4 occasions during use. The following information was provided by the initial reporter: the customer informs that when the cap for insulin is removed, the needle stays in the cap. This happened with 4 different syringes, but his mother did not report it because he thought it was not necessary. The customer was unable to inform the date of the event, but she informed that purchased the syringes on 08/2020, states that it happened at the beginning of (B)(6) 2020.